Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis a high blood glucose level of 451 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer did not want to trouble shoot. It is unknown what caused the high blood glucose. No further information was provided.